Event description:
Patient presented in the ER for multiple device shocks due to both twos and noise on the rv lead which was determined to have started after patient fell prior to ER visit. Upon initial interrogation of the device, device showed eos. Device was restored to normal device function and eos was removed. Twos programming provided, but noise still present on the lead. Therapies were disabled at this time until a decision can be made on whether to revise the rv lead.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.